Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had to call the paramedics the other day because her blood glucose levels were as high as 450 mg/dl. The customer treated, and waited five hours, but her blood glucose was still 450 mg/dl. When the paramedics tested her blood glucose, she was down to 357 mg/dl. The customer stated that they waited for her son to get home, and then they left. The customer stated that she changed the infusion set, and her blood glucose levels have been normal ever since. The customer declined troubleshooting. Nothing further was reported.